Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said, in the beginning the therapy was working great, where they were going to the bathroom normally and it was a normal feeling, but lately they have been wetting themselves. Patient said when the water runs, they automatically wet and if they're in the car or if they're stressed. Patient said now it's like it was before they got the implant, in terms of symptoms. Patient said the doctor told them they should just wear underwear and patient said there's no way. Patient said they first noticed symptom return in the last month. Patient said they have had no falls or trauma but said they are pretty crippled and they're "cracking" themselves all the time but nothing serious lately, patient didn't clarify this statement. Patient said they have tried increasing stim and couldn't go higher because it was painful. When connecting to ins, patient mentioned their ins is high on their butt so it's easy to find. When patient successfully connected with ins, patient said they turned the therapy on and confirmed they turned therapy from off to on, on the call. Agent reviewed that therapy needs to be kept on to help with therapy relief. When patient turned therapy on, stim was too high and patient decreased it. Patient mentioned that at one point, they were sitting down and it was hurting in their private area but they don't feel that anymore. Patient confirmed stim was comfortable and said they feel stim in their butt. Patient will monitor symptoms with therapy on.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.